Event description:
It was reported, the ipg was removed and replaced with a smaller ipg; the pt lost a significant amount of weight and wanted a smaller ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.